Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 115-367 mg/dl. A correct bolus via the pump was administered to address bg level. Troubleshooting with tandem clinical support was performed and determined that air bubbles were observed within the infusion set tubing. Reportedly, the customer was disconnecting at the t:lock. Tandem clinical support educated the customer that disconnecting at the t:lock is off label per the tandem user guide. Customer changed the infusion set tubing to resolve the issue and resumed insulin delivery.